Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with surgical gloves. The customer reports that the gloves are broken at the fingertips.

Manufacturer narrative:
On 5/10/2016 an emdr was generated and sent to the FDA; however upon further clarification, this item or a similar device is not sold in the us and therefore a MDR should not have been generated.